Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a frozen display screen. The patient's blood glucose level was 237 mg/dl at the time of the call. The customer stated that they removed the batteries form the device, but the screen was still frozen on with the same display content. The customer as assisted with troubleshooting as was able to clear the device and prime the insulin pump. The customer did not return the product back for analysis.